Event description:
Customer stated while lifting his unit into his van using the trunk lift, the strap broke. Unit fell on him causing him to injury his head on the parking lot pavement. Sustained bruises and scratches. The customer decided not to seek medical attention.